Event description:
X-rays were received for review. The generator is visualized in the left upper chest in a normal orientation. Filter feedthru wires appear to be intact but the lead pin does not appear to be fully inserted into the header of the generator based on the one view available. There are no other views to confirm this. The lead body is intact at the lead pin. The lead body and electrode site were able to be visualized. The electrodes appeared to be in alignment but a full view of the neck area was not provided therefore the anatomical location cannot be assessed. A strain relief bend is present but the strain relief loop cannot be seen based on the film view available. One tie-down is present securing the bend. A large subcutaneous loop should also be formed and secured with a tie-down, however; based on the view it cannot be assessed if a loop is in place. The strain relief should be adequate to allow for full neck movement to its maximum stretched positions. Most of the lead was visible and no obvious lead discontinuities or anomalies were identified. Some lead is behind the generator and this portion cannot be assessed. Based on the x-ray review, no obvious lead discontinuities or anomalies were observed in the x-ray images that may be contributing to the allegation of high lead impedance. Based on the one view available it is possible the high impedance is related to the lead pin not being fully inserted into the header of the generator but cannot be confirmed since just one view. A lead break cannot be rule out on the portions of the lead unable to be assessed. Surgery has not been planned at this time.

Event description:
It was reported by our local partner in (B)(6) that there was a patient who came to clinic with high lead impedance. X-rays were taken but have not been sent to the manufacture for review. No patient manipulation or trauma was reported prior to event. The last time diagnostics prior to event were taken was (B)(6) 2012 and reported to be within normal limits at that time. The patient is doing well. Revision surgery is likely but not planned at this time. The site is aware to turn the patient's device off when they have high lead impedance. It is unknown if this has been done.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.